Event description:
Approximately one hour after an MRI, the pump was interrogated and was found to be stalled; no motor stall recovery was recorded. It was noted that the pt was at a low flow rate. Re-interrogation of the pump in another 30 minutes was planned. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).